Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
Red status indicator flashing. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 26th february 2018. A fractured joint on j12 pin 14 (key 3) of the membrane pba resulted in the device failing self-tests due to a speech chip label mismatch error. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led, as per the reported fault. The device successfully passed final unit test, h017-014-204, on the 20th february 2018, and the device successfully passed all self-tests up to the 29th april 2018. Therefore, it is assumed the solder joint was making sufficient contact prior to this date. The device was still able to successfully deliver therapy via the audio prompts as demonstrated during the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator flashing. There was no patient involved.